Manufacturer narrative:
The pump was received with intermittent button response due to unlocked j2 lcd keypad connector. The pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the esc button is unresponsive. The customer's blood glucose at the time was 201mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.